Manufacturer narrative:
This unit was field serviced by a vyaire medical authorized field service technician. The field service technician was able to verify the customer's reported issue during testing and evaluation. The delta p display goes blank while in use. The field service technician replaced the meter to correct the reported issue.

Event description:
It was reported to vyaire medical that the amplitude display was not working properly while in use on a patient. There was no report of any patient harm associated with this reported event.